Manufacturer narrative:
The sample was not received, however a picture was received with defect reported. A DHR review was not performed because the lot number was not provided. After a process review it was concluded that the defect was not associated with the kitting process, it is a raw material defect, root cause of the defect was deemed to be unknown. All information reasonably known as of 19-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 24-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Procedure: popliteal block and the other an adductor. Cathplace: unknown. It was reported, one of the two catheters was missing the black marker at the catheter tip and the marker before the first hole. The anesthesiologist believes that the catheter was not broken, but is intact. He thinks it was missing the black coloring on the tip, as well as a couple of the increment markers. The patient sent the photo to the nurse, who showed the physician.